Event description:
A malfunction on the pump was reported by the customer. There was no reported adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact support again if any issues arise.